Event description:
It was reported that during in-service by agetinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) the rescue icon did not appear on monitor screen when the rescue module was separated from the iabp cart. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was sent to investigate the issue. The fse states the unit will not go into rescue mode issue was repaired by installing a new optical switch harness cable .the fse completed full calibration, functional testing and safety check to factory specifications and returned to the customer and cleared for customer use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).